Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter on 19 may 2010 to report a colleague infusion pump with a channel failure. The event was reported to have occurred during programming/set-up in the progressive care unit. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition has been confirmed and duplicated. The assignable cause was faulty pumphead module. The pumphead module was replaced.